Event description:
It was reported that 2 hours during a da vinci s partial nephrectomy procedure, a hole developed in the monopolar curved scissor (mcs) instrument tip cover accessory. When the surgeon applied energy, electricity was seen escaping from the tip cover laterally causing a minor first degree burn to the pt's tissue. The isi representative in attendance recommended that the mcs instrument be removed and for the customer to replace the tip cover. The procedure was completed with the replacement tip cover. No additional pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed three holes burned through the silicone. The silicone exhibits localized melting around the holes, indicating multiple arcing events occurred. Two holes are approximately 180 degrees apart with the third hole halfway between the other two. The hole diameters range from .012 inches to .018 inches and are located .355 inches to .445 inches above the silicone to sleeve interface. The tip cover also has a section between two of the holes with various mechanical tears and scratches in the silicone. The site also returned the mcs instrument used in conjunction with the mcs tip cover accessory during the surgical procedure. Engineering observed the tip cover accessory installed on the instrument, the holes line up with the instrument's distal clevis and idler pulley edges.